Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of a retained kit of the complaint lot number. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 25142be01 and the complaint issue. Labeling review concludes that the issue is adequately addressed. A retained reagent kit of the complaint lot was tested in a sensitivity setup including testing of two seroconversion panels and results indicate that the sensitivity performance is acceptable. Based on the investigation, no systemic issue or deficiency with the alinity I hiv ag/ab combo reagent lot(s) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p07-77 that has a similar product distributed in the us, list number 8p07-21 /-31.

Event description:
The customer observed (B)(6) alinity I (B)(6) combo results when compared to other methods for a (B)(6) year-old male patient. The following results were provided: sid (B)(6) alinity I (B)(6) combo result (B)(6), sid unknown alinity I (B)(6) combo result (B)(6), elisa and colloidal gold generated (B)(6) results, western blot showed a single band of gp160 (the patient has not been confirmed to be (B)(6)). No impact to patient management was reported.